Event description:
I upgraded my insulin pump over the summer of 2023 to the medtronic insulin pump 780g. I have been using the medtronic guardian 4 sensor (continuous glucose monitor) from the software upgrade to the 780g. Recently I've been experiencing quality issues with the guardian 4 sensors - sensors are not loading correctly in the device to insert them and several sensor failures during the initiation period for each sensor have occurred. Today I went through four sensors trying to get them to load and activate. The response from medtronic has focused on me waiting to request individual replacements as each fails. I've told them this is very inefficient. When I first raised this issue a couple of months ago the tech support told me that medtronic had received many complaints from users over a taping quality issue that was making the sensors unusable. The time it has taken today to get replacements has been inordinate. Having to call after each failure places the onus on me when, if they have customers logging complaints, they should do a recall and replace the boxes where issues are being found. Today medtronic refused to replace a second box of sensors with the same lot# after I requested a replacement. Reference reports mw5154687, mw5154688, mw5154690.